Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported their device is not working. Pt states it won't charge and when they try to charge it gives a warning, pt did not have the code but stated won't function or something. Pt stated its maybe an antenna with arrows. Pt stated they haven't charged in some time and now it won't charge. Pt states it's just been' awhile since they last charged so date was unknown. Agent reviewed the device needs to be checked as its possible that its in an over discharge. Agent directed to the hcp. Pt advised once the recharger antenna comes to attempt another charge session. Additional information was received from the patient. The reason for call was patient reported they can't get their implant battery to work; patient described seeing a battery icon on their programmer with a question mark in between. Agent asked when patient last charged their implant and patient stated it was quite some time ago. Patient noted they had been doing okay for a while but have been having some issues and, as a result, want to start using the device again. Agent reviewed likely over discharge and provided nas number. The patient was redirected to mdt rep and healthcare provider to further address. Agent attempted to clarify event date, but patient could not recall. Additional information was received from the patient. Pt called back and said that they talked with the rep who had them try to "wake it up but now I am getting a por code". Pt says the first time they tried to "wake it up it didn't work, but the second time it worked and then it said por after charging the implant for about a half hour". During the call, the pt tried to connect with the programmer but says it is not powering on. They repeated that they have been having issues with this programmer as stated in the original call. Pt tried brand new batteries during the call and screen wouldn't come on. Pt said they are using champion super heavy-duty batteries. They then tried some chameleon super heavy-duty batteries and the screen came on. They tried to synchronize and it shows that ins is low and to charge it. Pt went to charge with ins and it shows por. Pt tried again to connect with ins and it says to charge ins. Advised pt follow up with rep again. Additional information was received from a manufacturer representative (rep). The rep reported on november 24th they tried to do a trickle charge to wake the ins battery up but were unsuccessful. The patient is being referred for battery replacement.